Event description:
It was reported that the customer experienced low blood glucose. The insulin pump did not alarm. The blood glucose dropped to 60 mg/dl. Customer treated with juice. The current blood glucose reading is 124 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.